Event description:
Exposed and frayed wires of the power supply cable were discovered during evaluation of the device. The patient electronic unit and power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system with power accessories was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. A standard power supply was connected to the unit and the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.